Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of a left internal carotid artery (l-ica) unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was normal. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The catheter delivery system was navigated easily to the intended position. The pipeline was delivered but it failed to open at the distal end despite many attempts to open and position the stent. Less than 50% of the pipeline was deployed when it failed to open. It was noted that initially the pipeline was closed by the sleeves but even after freeing the stent from the sleeves, the stent stayed closed. The pipeline was not positioned in a bend. The pipeline was resheathed more than 2 times; no other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to complete the procedure successfully. Post procedure angiography showed optimal results. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline sleeves didn¿t open correctly so distal segment remained closed.